Event description:
The pt experienced an overdose following a pump refill. The pump was reprogrammed to the minimum rate and naloxone was given. The pt then had withdrawals. The reservoir was accessed and 35cc was aspirated. It was noted that the physician over-filled the pump to 42cc's during the refill and thought that the pump had over-infused due to over-pressurization. The physician wanted to rule out the pump and check catheter patency with a roller study and a catheter dye study. The pt remained on the minimal rate and was experiencing some withdrawal. The pt stated that "she is very frightened now about how sick she was and in the hospital". The pt desired to have to pump explanted, but was waiting one month. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.